Manufacturer narrative:
Concomitant medical products: cage, allograft, autograft (implant (B)(6) 2011). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that he patient presented with complaints of back pain. Diagnostic imaging was performed. The patient underwent fusion from the fifth lumbar through first sacral spine with axial lumbar interbody fusion, placement of interbody cage, left fifth lumbar through first sacral spine laminoforaminotomy using vitoss allograft, rhbmp-2/acs and local autograft. Approximately three months post-op, the patient underwent a revision of left-sided l5-s1 foraminotomy, revision l5-s1 diskectomy and lumbar laminectomy, l5-s1. Eight months post-op, the patient underwent left sacroiliac joint fusion with placement of the sacroiliac bone implant across the left sacroiliac joint x2. One year five months post-op, the patient underwent a lumbar hemilaminectomy at l4-l5; lumbar laminectomy l5-s1; lumbar foraminotomy l4-l5; lumbar foraminotomy l5-s1; and lumbar lateral recess decompression using baxano, l4-l5, left side. The patient continued to see her doctor through (B)(6) 2013 for follow up care and treatment. During the follow up period, the patient developed increased back pain and her left leg and foot have become increasingly numb. Her left foot is approximately 90% numb.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011: the patient presented with the following pre-op diagnoses: 1. L5-s1 degenerative disk disease. 2. L5-s1 foraminal stenosis. 3. L5-s1 spondylosis. She underwent the following procedures: 1. Axial lumbar interbody fusion at l5-s1. 2. Placement of interbody cage at l5-s1. 3. L5-s1 posterior instrumented spinal fusion. 4. L5-s1 left side lamino-foraminotomy. 5. Vitoss allograft, bmp and local autograft. Instrumentations used: 1. Trans1 axial rod. 2. Depuy viper percutaneous screws. As per the op notes, ¿¿once we were happy with the discectomy and endplate preparation, we proceeded with the bone grafting aspect of the procedure. The bone graft introducer was introduced into the disk space pointing ventrally to minimize any risk of bone graft extrusion posteriorly into the canal. Local autograft bone, two bmp sponges and vitoss allograft were inserted until there was a good fill of the disc space. At that point, the reamer was introduced through the sacrum through the l5-s1 disk space into the mid l5 body and removed counterclockwise to minimize risk of bone graft extrusion¿¿ no patient complications were reported. On (B)(6) 2011: the patient was discharged. On (B)(6) 2011: the patient presented and complained of high blood pressure. On (B)(6) 2011: the patient underwent MRI of lumbar spine due to back pain, severe leg pain and radiculopathy. Impression: 1. New postoperative changes at l5-s1: a left hemilaminectomy has been performed and there is new interbody fusion hardware. There is new reactive marrow edema in the l5 and s1. Postoperative scar tissue in the epidural space on the left side and in the left lateral recess around the left s1 nerve root is worse than the previous exam. There is moderate foraminal narrowing on the left and worsening postoperative scar tissue in the left foramen around the left l5 nerve root. 2. The remainder of the levels of the lumbar spine are stable. 3. Mild degenerative disc disease at l3-4 and l4-5 with small annular tears are stable. 4. Small central extrusion with superior migration at l2-3 results in mild effacement of the thecal sac. On (B)(6) 2011: the patient complained of low back pain. On (B)(6) 2011: the patient presented with decreased mobility in ¿adls¿, status post l5-s1 foraminotomy and decompression. Impression: gait disturbance; acute postoperative pain. She had the following pre-operative diagnoses: 1. Lumbar disc herniation. 2. Lumbar spinal stenosis l5-s1, left side. She underwent the following procedures: 1. Revision left-sided l5-s1 foraminotomy. 2. Revision l5-s1 diskectomy. 3. Lumbar laminectomy, l5-s1. As per the op notes, ¿¿ a large disk was encountered. A cruciate annulotomy was performed. The extruding disk fragment was removed. All the free fragments of the disk were at this point removed as well. Foraminotomy and undercutting facetectomy was done to perform foraminotomy. The nerve root was completely free all the way into the exiting zone from the foramina¿¿ no patient complications were reported. On (B)(6) 2011: the patient presented with back pain. On (B)(6) 2011: the patient presented with cough congestion. On (B)(6) 2011: the patient complained severe back pain. On (B)(6) 2011: the patient presented with severe spine pain. On (B)(6) 2011: the patient was admitted with pre-operative diagnoses of left sacroiliac joint arthrosis; sever sacroiliitis, left sacroiliac joint; refractory pain in left sacroiliac joint. She underwent the following procedures: 1. Left sacroiliac joint fusion. 2. Placement of the sacroiliac bone implant across the left sacroiliac joint, x2. No patient complications were reported. On (B)(6) 2012: the patient underwent MRI of lumbar spine due to low back pain and radiating pain. Impression: at l2-3, small central disc protrusion with mild cranial disc material migration results in mild thecal sac flattening without canal stenosis; central annular fissures at l3-4 and l4-5 without stenosis. On (B)(6) 2012: the patient was admitted with the following pre-operative diagnoses: 1. Lumbar spinal stenosis, l4-5. 2. Lumbar bilateral foraminal stenosis, l4-5, left side. 3. Lumbar spinal stenosis, l5-s1, left side. 4. Lumbar foraminal stenosis, l5-s1, left side. 5. Lumbar radiculopathy, l4, l5 and s1 on the left side. She underwent the following procedures: 1. Lumbar hemilaminectomy l4-5. 2. Lumbar laminectomy l5-s1. 3. Lumbar foraminotomy l4-5. 4. Lumbar foraminotomy l5-s1. 5. Lumbar lateral recess decompression using baxano, l4-5, left side. On (B)(6) 2013: the patient complained of severe back pain. On (B)(6) 2013: the patient presented with abdominal pain. On (B)(6) 2014: the patient presented with complaints of low back pain, with numbness and tingling into her left lower extremity. On (B)(6) 2014: the patient underwent x-rays of lumbosacral spine. Conclusion: status post transpedicular surgical instrumentation fusing l5-s1; coexisting open reduction internal fixation traversing the left sacroiliac articulation with underlying sacroiliac joint arthropathy and subchondral reactive osseous sclerosis; mild discogenic spondylosis at l4-5; marked left inferior pelvic unlevelling accompanied by levolumbar spinal curvature. On (B)(6) 2014: the patient with low back pain. She was fitted for and given a lumbar corset for support and stability. On (B)(6) 2014: the patient presented with persistent low back pain that radiated down one or more extremity. On (B)(6) 2014: the patient presented with lumbar herniated nucleus puloses with neuritis. On (B)(6) 2015: the patient presented with follow-up of degeneration of lumbosacral intervertebral disc, chronic medical problems and type 2 diabetes mellitus without complication. On (B)(6) 2015: the patient underwent x-rays of pelvis due to hip pain. Impression: lytic bone destructive process involving the right acetabulum extending into the right superior pubic ramus. On (B)(6) 2015: the patient presented with chronic low back pain with left lower extremity radicular pain. The pain was identified involved right hip and was described as aching and sharp. She also complained of increasing pain secondary to lesion in her right acetabulum. The increasing right hip pain radiated to her groin. On (B)(6) 2015: the patient presented with chief complaint of right iliac/acetabular lesion. The patient underwent CT of chest. Impression: no evidence of metastatic disease in the chest; small sclerotic lesion in the t10 vertebral body, intermediate, but likely benign. On (B)(6) 2015: the patient presented with sciatic nerve infarct on the left side, numbness of outer leg and pain on inner leg. She had a pre-operative diagnosis of destructive lesion and right acetabulum, and underwent the following procedure: biopsy, right acetabulum, open. Impression: right acetabular mass with concern for chondrosarcoma. No patient complications were reported.